Event description:
During an atrioventricular tachycardia procedure, noise was noted and the procedure was cancelled. When attempting to perform an ep study, the ep recording system (ge cardiolab) was used for the ECG and intracardiac ecgs. The catheters were placed using flouroscopy. The catheters were connected to the ep recording system via the ensite x amplifier without direct connect cables.at the beginning of the procedure, noise was noted on the intracardiac catheter signals. The ensite x amplifier was turned off which resolved the issue. The physician then attempted to perform the stimulation protocol by pacing the cs catheter, and all the ECG signals (I+ii+iii+avl+avf+avr+v1-v6) jumped all over the screen of the ep system real time monitor. This occurred whenever stimulation was applied. When the ablation catheter was connected to the system via the ampere generator, noise was noted on the ablation catheter signals in the ep recording system. Settings were checked (low pass filter, high pass filter, noise filter etc.) And the cable connections were set up correctly. Ablation could not be performed and the procedure was cancelled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise and subsequent cancellation remains unknown.